Manufacturer narrative:
(B)(4). Field service rep evaluation: the field service engineer (fse) went on-site to evaluate the suspect device. The fse performed use testing and the operational verification procedure testing of the device, which the device passed. At this time, the reported event was not duplicated and no specific component has been isolated for a root cause investigation.

Event description:
The customer reported that the continuous positive airway pressure (CPAP) flow does not work while in use with a patient on this avea ventilator. The customer reported no patient harm or injury with this event.